Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of right atrial (ra) lead, it was noted that the patient experienced a pocket stimulation from ra lead pacing. The lead was unable to capture, had p wave sensing problem and low pacing lead impedance. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition throughout.